Manufacturer narrative:
During investigation of monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the disconnected cable could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were non-functional.